Manufacturer narrative:
E1: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of high blood glucose and dehydration due to which the patient was hospitalized for 5 days. Patient noted that the tubing on the set was kinked. Patient's blood glucose value when admitted to hospital was 368 mg/dl. Patient experienced symptoms like increased thirst and dehydration. Reason for hospitalization was diabetic ketoacidosis and patient was treated with intravenous insulin infusion. Patient also changed the insulin reservoir and infusion set. No further information available.